Manufacturer narrative:
Investigation summary: two used units and photos were received for evaluation. The provided pictures by the complainant were reviewed. Visual inspection of the returned devices by the unaided eye and under normal plant lighting did not reveal any anomalies with the connectors. The returned inner canula was determined to be the correct size to be used with the returned trachs: 7.0 mm ID. Using an iso taper gage, the taper of the connector on both devices was checked. They were deemed to be compliant with iso 5356-1. The returned speaking valve when placed on the connector without the returned inner canula fits appropriately on the connector. A request was made to r&d to review the manufacturing drawing. Confirmation was received from r&d that the drawing office reviewed the connector and determined that it is designed to meet the requirements of the standard. Connectors that are at the middle or top of tolerance will push the inner cannula ring pull beyond the top end of the iso specification. Most connectors have some space to accommodate such events, but if a component is used that is at the bottom end of the iso female connector specification, then it will clash with the inner cannula ring pull. Based on the r&d engineer and verification engineering manager review of the complaint; it is believed that the root cause is that the 15mm connector may be towards the middle of the specification and that the accessory may be mid to bottom of the iso specification, which resulted in the components interfering and not allowing a secure connection. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the iso-15 connector is too small. Speaking valves are not fixed when an inner cannula is used. There was no patient involvement and no human harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.